Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that two patient samples generated higher than expected results for the architect lithium assay. A patient sample generated an initial result of more than 3.00 mmol/l and was repeated at 0.600 mmol/l. No impact to patient management was reported.